Event description:
Retro: sales force case # (B)(4) 8300 error code 500.5040 soft fault- other- specify in comments. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8300 error code 500.5040 account name: benefits healthcare account #: (B)(4) healthcare. Asset name: 8300 etco2 module, v8. Patient or user involvement: no. Patient or user harm: no. Case description: 8300 sn: (B)(6) customer was getting this error code 500.5040 and wanted to know how to clear it. Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: after I explain to the customer on what the error code was I walked him through the process on correcting the problem. I explain to the customer that he needed to reflash to the unit in order for the error code to be corrected. I walked customer through the process on setting up the flashing package so he would be able to correct the error. Once the flashing started the customer said thank you and ended the call. Issue resolved. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8300 sn: (B)(4) customer was getting this error code 500.5040 and wanted to know how to clear it. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: after I explain to the customer on what the error code was I walked him through the process on correcting the problem. I explain to the customer that he needed to reflash to the unit in order for the error code to be corrected. I walked customer through the process on setting up the flashing package so he would be able to correct the error. Once the flashing started the customer said thank you and ended the call. Issue resolved. (B)(4).